Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown poly. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that patient was revised due to poly worn out. Worn poly was replaced with new cs duracon poly.